Manufacturer narrative:
The device has not been disposed of, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was performed and revealed no anomalies. Product unavailable for analysis.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008- 5614 for a description of the first device. It was reported to boston scientific that the operator tried 2 different stone cones during the procedure. When he was trying to get the cone into the outer sheet the outer sheet and white pvc marker on the shaft buckled at the proximal end, outside the patient. This made it impossible to deliver/retract the cone. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."